Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had pump error. The customer¿s blood glucose level was 48 mg/dl. Customer¿s other blood glucose was 138 mg/dl. The customer was treated with glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer stated that auto mode was not active. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.